Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an x ray indicate proper placement of the device. Communication with the device was unobtainable, for an integrity test. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
This report is filed (B)(4) 2012.